Manufacturer narrative:
Although the exact age of the patient was not reported, the patient was reported to be over the age of 18. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during a cholangioscopy procedure performed in the bile duct on (B)(6) 2018. According to the complainant, during the procedure, the physician inserted the spyscope digital access and delivery catheter into the left duct and attempted to articulate the device. During articulation, the working channel sleeve protruded. Observation of the left duct was performed, and the working channel sleeve stopped protruding when the scope was no longer articulated. After the spyscope was removed from the patient, the physician articulated the scope and the working channel sleeve protruded again. Reportedly, no part of the spyscope ds device detached. The procedure was completed with the original spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during a cholangioscopy procedure performed in the bile duct on (B)(6) 2018. According to the complainant, during the procedure, the physician inserted the spyscope digital access and delivery catheter into the left duct and attempted to articulate the device. During articulation, the working channel sleeve protruded. Observation of the left duct was performed, and the working channel sleeve stopped protruding when the scope was no longer articulated. After the spyscope was removed from the patient, the physician articulated the scope and the working channel sleeve protruded again. Reportedly, no part of the spyscope ds device detached. The procedure was completed with the original spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual assessment was performed. The catheter demonstrated signs of use. As received, the working channel sleeve (wcs) protruded, confirming the complaint. A functional assessment for wcs protrusion was performed and wcs protrusion was observed when the distal tip was articulated by turning the large knob in both directions. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The total wcs length was measured. The unbonded length was measured. The wcs was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. Based on the investigation results, the root cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Wcs protrusion in devices manufactured with post 01mar2018 changes has been determined to be a design issue. Therefore, the complaint investigation conclusion code selected for the wcs protrusion issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. A device history record (DHR) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Manufacturer narrative:
A visual assessment was performed. The catheter demonstrated signs of use. As received, the working channel sleeve (wcs) protruded, confirming the complaint. A functional assessment for wcs protrusion was performed and wcs protrusion was observed when the distal tip was articulated by turning the large knob in both directions. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The total wcs length was measured. The unbonded length was measured. The wcs was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. Based on the investigation results, the root cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Wcs protrusion in devices manufactured with post 01-mar-2018 changes has been determined to be a design issue. Therefore, the complaint investigation conclusion code selected for the wcs protrusion issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. A device history record (DHR) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during a cholangioscopy procedure performed in the bile duct on (B)(6) 2018. According to the complainant, during the procedure, the physician inserted the spyscope digital access and delivery catheter into the left duct and attempted to articulate the device. During articulation, the working channel sleeve protruded. Observation of the left duct was performed, and the working channel sleeve stopped protruding when the scope was no longer articulated. After the spyscope was removed from the patient, the physician articulated the scope and the working channel sleeve protruded again. Reportedly, no part of the spyscope ds device detached. The procedure was completed with the original spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.